Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in pt for endovascular treatment of an abdominal aortic aneurysm in 2000. Aneurysm and vessel morphology are unknown. It was reported that the pt had a type ii endoleak since the device was implanted. This has been despite embolization of an iliolumbar endoleak as well as recent optimization of fixation, for device migration both by placement of a proximal cuff and an additional piece over the contralateral gate. The aneurysm continued to enlarge from 6.5 cm x 7.8 cm in 4/2002 to 8 cm x 9.4 cm in 2/2004. The stent graft was explanted in 2004 and was repaired with conventional graft. The explanted stent graft will be returned to medtronic. No clinical sequelae were reported, and the pt is reported to be in stable condition.